Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was received with the obturator inserted into the cannula. Prolonged insertion can cause the duckbill seal to become stretched. The circular seal and duckbill seal were stretched out. The obturator and cannula appeared intact. Functionally, the device failed an air leak test. It was reported that the user experienced difficulty in the insertion or removal of the device to or from the port. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple times throughout a laparoscopic hysterectomy, the surgeon experienced sticking when putting instruments in and out of the 5mm trocar. The 11mm trocar was hissing and losing pneumoperitoneum and the bladder neck when 5mm instruments were inserted. The surgeon put up with the problems and did not replaced the devices. There was no patient injury.